Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation outside the patient, when the device was unpacked, it was noticed that the "the wire was in a mess." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and show the suture was detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 was analyzed (handle and ligator housing), and a visual and microscopic evaluation noted that the suture was not placed around the ligator housing teeth, it was detached from the ligator housing teeth, consistent with the findings per media analysis on the provided photos. The device showed evidence that the trip wire was not secured to the handle slot. No other problems with the device were noted. The reported event of suture detached was confirmed. Upon analysis, it was determined that the suture was detached from the ligator housing teeth. It possible that this problem could have been due to handling of the device, or the technique used by the physician during the preparation. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured to handle slot; however, the IFU states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation outside the patient, when the device was unpacked, it was noticed that the "the wire was in a mess." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and show the suture was detached.